Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: date of event is 2020. Event day and event month were not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the anvil couldn't open during surgery. Surgery was delayed for ten minutes and a new device was opened. Patient consequence was not reported.